Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (con) regarding a patient receiving morphine via implantable pump. The indication use was non-malignant pain. It was reported that the patient was in the hospital and needed to adjust the pain medications. The patient representative (rep) stated that the patient has been in and out of the hospital repeatedly and part of the reason they have been in repeatedly was because none of the people in charge of the patient's health care have beenwilling to step outside the box and do something to help the pain. The rep mentioned that the patient could not walk very well because their feet hurt, and their mobility was limited so they stay in bed. The rep also mentioned that the patient has pneumonia, and this was the second time they have had pneumonia in the past 3 months. The patient was redirected to their healthcare provider to further address the issue. The agent provided the national answering service (nas) phone number for the healthcare provider. The agent sent an email to the medtronic reps. Furthermore, the patient utilized the pump and oral meds but the physician in charge of the oral meds did not want to increase them. The patient was in the hospital and has been in the hospital multiple times over the last several months. The pump medication was lowered to minimize effecting the patient's vitals. The patient rep stated that the pump was up to 55% of the initial pump medication setting. The patient rep mentioned again that the patient has limited mobility. The patient has an appointment with their physician on may 15th, but they did not want to wait that long to turn the pump up since the oral meds were not being increased.